Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one meter bag with inlet tubing and sample port connector were received. Visual evaluation noted the printing of the volume measurements for the meter was on an angle. Verified meter code b. A potential root cause for this failure could be molding does not meet specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "2, accessories closed drainage bag" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the marker on the bag was not aligned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the marker on the bag was not aligned.